Event description:
Healthcare professional reported exchange from textured to smooth implants due to the patient's concern with the product. Patient reported right side being in pain every day, right side swelling, and that the right side was ruptured. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, and yellow particles on the shell. A microscopic analysis was performed which identified: two sharp openings on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.